Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 12/16/2014; electrode belt: 9/24/2018. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was nsvt. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and in a skilled nursing facility at the time of the treatment event. Per clinical review of the download data, the lifevest delivered an inappropriate treatment at 13:35:32 while the patient was in non-sustained ventricular tachycardia (nsvt). The post shock rhythm was sinus tachycardia at 100 bpm. Later that day at 21:03:42, the lifevest delivered and appropriate treatment shock while the patient was in vt at 170 bpm with motion artifact. The post shock rhythm was sinus tachycardia at 100 bpm. The response buttons were not pressed during the treatment. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient did not seek medical intervention. There was no death or device malfunction associated with the inappropriate defibrillation event.